Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/15/2017 with the following findings: a review of the black box showed multiple replace battery alarms, and post delivery motor power supply faults. The battery compartment was cracked from the thread area to the case seal. The battery compartment threads were damaged. Evidence of moisture contamination was found inside the battery compartment, and the underside of the battery cap. A leak test was performed and failed due to leaks at the battery compartment and in a crack in the pump cover between the display lens and the case seal. Current draws were within specification. The pump case was removed to find evidence of additional moisture inside the pump on the motor circuit and on components of the printed circuit board. The rewind, load, and prime steps were performed successfully. A battery life issue was not duplicated during investigation. Unrelated to the original complaint, the pump intermittently powered on with the returned battery cap. The battery cap threads were damaged. A test battery cap was used for all testing but was unable to fully tighten to the pump. Additionally, the base of the pump was cracked between the case seal and the keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. It was alleged that the battery compartment was cracked and there was moisture. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.